Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted after an implant duration of approximately 3 years 3 months (39.43 months) and was replaced by the same model, same sized device due to unknown reasons. No further details were provided.

Manufacturer narrative:
Method: (B)(4) device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Vegetations on valve. Additional manufacturer narrative: through follow-up, it was learned that the device was explanted due to prosthetic mitral valve endocarditis. The findings indicate the valve leaflets overgrown by vegetations (2-3 mm height). Similar findings were noted in the area of the atrium. The valve ring appeared to be tight and normal. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was not provided. The subject device was not provided for evaluation.